Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, high pacing lead impedance was observed noise was reproducible with arm movements. Fluoroscopy revealed that the lead was damaged indicative of subclavian crush. The lead was explanted and replaced with no complications. Patient was in good condition.